Event description:
Initial result for a pt direct bilirubin was 0.1 mg/dl. When repeated on another instrument the result was 4.5 mg/dl. The incorrect result was not used to guide treatment. The field service representative found a broken z-rope and a bent probe. He repaired the instrument by replacing the z-rope and probe.